Event description:
In 2001, the user facility informed the MFR that an incident had occurred and they were sending a medwatch report to the MFR. In 2001, the MFR received a medwatch report (uf# 360095-2001-0016) that stated the following. This is a pt with a history of breast cancer who had a device placed in 2000. Over the summer, pt complained of burning and pain with flushing of both lumens. The angiogram failed to show any signs of leakage or malfunction, but due to the pain, pt chose to have the device removed. In 2001, pt was taken to surgery for removal and replacement of the device. Pt tolerated the procedure well and was discharged to home the same day.